Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intraoperative the gray straight stylet was stuck inside the lead. The right atrial (ra) lead was replaced. No patient complications have been reported as a result of this event.